Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2009. One day post-operatively, the pt presented with stage 1 trace diffuse lamellar keratitis (dlk) on both (ou) eyes. A flap lift and rinse was performed in the next day ou. The pt was prescribed both oral and topical steroids. The pt's postoperative best corrected visual acuity (bcva) is 20/25 ou. The pt responded to treatment and dlk has resolved.

Manufacturer narrative:
On 07/1/2009, a clinical development specialist (cds) visited the site in order to obtain pt follow up status and assess the surgeon's laser settings to determine possible root cause(s) for dlk. Previously, the dr had provided the cds with information regarding environmental factors and sterility process. Although a single root cause was not identified, the cds found that the bed and side cut energies could be decreased. Per the recommendations made by the cds, the surgeon decreased both energies by 0.1. Since the energy settings were changed there have been no more reports of dlk. On 7/14/2009, a field service engineer (fse) visited the site and performed a preventive maintenance (pm). The laser system met specifications and performed as intended. The american academy of ophthalmology (aao) recommended treating stages 1 & 2 dlk with topical steroids and observation. The aao does not recommend performing a flap lift & rinse at these mild stages. The physician did not follow the aao treatment protocol.